Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of total hip replacement operation, after the second blow, the liner was broken as the attached photo shows,all the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary - no device associated with this report was received for examination. Examination of a provided device photograph does confirm the reported material fracture. It is not possible to determine root cause using photography. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - the values obtained are according to specifications valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. Device history review - the values obtained are according to specifications valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production.